Event description:
Patient reported to have undergone total hip arthroplasty on (B)(6) 2009 and alleged that a revision procedure was necessary due to pain and swelling of the hip. Further follow up revealed that a revision procedure took place on (B)(6) 2012 where the modular head and taper adapter were removed and replaced. No further information has been provided to date. This report is based on allegations set forth by the patient. The allegations are currently unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-00485 / 00486). The user facility was notified of the event. Should the user facility submit a medwatch report or additional information, biomet will forward a supplemental report to the FDA.